Event description:
The customer reported to olympus, that during preparation for use for an unspecified procedure for a laparoscopic appendicectomy, the screen blackout when connecting the charge couple device (ccd). The image did not appear on the endoeye flex deflectable videoscope. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's complaint was not confirmed. In addition to the findings reported in the event description, the following were identified: curved rubber scratches, and adhesive part was missing/scratches found on various parts of the device/parts cracked, damaged and deformed. Up and down plate, left-right plate, switch button, electrical connector, guide connector, illumination lens and video connect case replaced. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the black-out screen was due to a breakage of the image sensor unit including disconnection by stress of repeated use, external factors, handling, or defective components on the electric circuit board such as the ic chip and capacitor. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system describes the following warning: < inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.